Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An arcos 3.5mm hex drive, part # 31-301852 from lot zb180201, was returned and evaluated against the complaint. Visual inspection found the tip to be fractured. The grip is scuffed. Rings of wear are present around the shaft. A review of the device history records identified no related deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error, per the provided surgical technique ¿to lock the distal and proximal body implants, using the locking screw into the top of the proximal body using the 3.5 mm hex driver and the t-handle in the torque limiting position until a click is felt or heard.¿ it was reported the user did not put the torque limiting handle in the limiting position allowing the user to over-torque on the driver causing the fracture. The failure was confirmed to be torsional overload which aligns with the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor was trying to engage the arcos cone proximal body with the 3.5 driver and torch limiting t handle. The handle was not placed in torch limiting and they screwed it to tightly and the tip of the 3.5 hex driver broke off. The fractured tip was removed. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.